Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Manufacturer narrative:
Initial.

Event description:
It was reported that the user called during a firmware update when the pump screen displayed a loading circle and appeared unresponsive; after approximately ten minutes the update completed, and the user proceeded to enter a g7 code and start the sensor. Symptoms included no reported alerts, alarms, or adverse clinical effects. Outcomes included successful restoration of normal operation without medical intervention or hospitalization. Investigation included remote troubleshooting and user education during the call. Investigation of this case revealed a transient software-related device unavailability during firmware installation that self-resolved, with no hardware component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was a temporary software behavior during update that resolved without corrective action.